Manufacturer narrative:
The field service engineer changed the pinch tubing and verified the instrument by running performance testing which passed with no issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result from the cobas 6000 e 601 module. The initial result was 46 miu/ml and was reported outside of the laboratory. The patient returned and was tested again with a higher result which prompting repeat testing of the original sample. The result from the second sample was not provided. On (B)(6) 2021, the repeat result was 4962 miu/ml. The reagent lot number and expiration date were requested but were not provided.